Manufacturer narrative:
Background information: the cushion at the time of the complaint was 1 year 5 months of age. The lifetime of a wheelchair cushion is 2 years. When cushions do not perform as intended within the reasonable lifetime, it is typically considered a malfunction of the device; however, fluid leaks may be caused by mishandling by the user, and the user is warned to avoid sharp objects, open flame, harsh cleaning, or rough handling, all of which may lead to a degradation of the fluid insert. Pressure sores (open wounds), if left medically untreated, can lead to serious injury. Therefore, out of an abundance of caution, sunrise medical typically considers pressure sores (regardless of the severity of injury suffered in a specific incident) reportable events. Discussion: this cushion had not yet reached its effective lifetime. The dealer reports a leak and finds fluid material between the two side bladders and outside their containment bladders. Root cause is most likely due to an internal bladder rupture, which could also be caused by the cushion being punctured by a sharp object while in use or other user mishandling. Due to potential for contamination issues, cushions are typically not returned for evaluation to sunrise. Therefore, dealer evaluation is the only inspection that is performed. This malfunction is most likely one related to use. Conclusion: although user mishandling has not been ruled out, due to the possibility of malfunction and related minor injury which has the potential for developing into a serious injury, an MDR is being filed.

Event description:
Dealer reports that fluid bladder is leaking. End user reports pressure sores (severity unknown).